Manufacturer narrative:
(Date of birth), unknown/not provided. Date of event: unknown/not provided. An application support manager (asm) discussed with customer regarding the calibration factor and the acceptable changes the downside of not being able to verify registration of the iris registration (ir) and explained it will not incorporate pupil centroid shift and cyclorotation of the eye. It was not common that they could not get ir to verify. All questions customer had were answered by asm. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient was treated (B)(6) 2020 with idesign and photorefractive keratectomy (prk) that was overcorrected. Original rx was -1.25 +0.75 and the patient ended up being +.25 +.75. Patient was retreated in (B)(6) 2021. No loss of best corrected visual acuity (bcva) reported. Patient is doing well. This report is the excimer laser. A separate report will be filed for the idesign.